Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Healthcare professional and user facility were redacted on the provided clinical form received regarding the patient's hospitalization. Further information was requested but not received.

Event description:
It was reported that the patient with a history of congestive heart failure (chf) experienced orthopnea, pressure in his chest, unable to lay flat, and minor cough and presented in the infirmary on a cruise on (B)(6) 2019. The patient was placed on bilevel positive airway pressure (bipap) and given medication, and was admitted to the hospital for chf exacerbation. On (B)(6) 2019, the patient noted the patient had a history of implantable cardioverter-defibrillator with extraction of initial left-sided device due to infection and replaced with right-sided system. On (B)(6) 2019, the patient felt a "buzz" from the ICD. The "buzz" was an oversensing vibration alert due to deep breathing causing oversensing. Programming changes were made. The patient was stable on (B)(6) 2019 and was discharged.